Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 384370 was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
The patient wrote a letter detailing the following events: the patient experiences atrial flutter and has a pacemaker. The patient reported going faint very often. In (B)(6) 2016, the patient fell down and hit her head into a metal barrier. A scan of her head indicated a subarachnoid hemorrhage and the patient was hospitalized. The patient reported receiving unspecified discrepant inratio inr results. No additional information was provided. There is no allegation by the patient that the (B)(6) 2016 head injury and subsequent subarachnoid hemorrhage was related to use of the inratio system. Per the letter received from the patient, she faints very often and the head injury was caused by falling and hitting her head into a metal barrier. Although there is no allegation or evidence the head injury and subsequent subarachnoid hemorrhage was related to use of the inratio system, the patient stated "the monitor does not show correct reading and this can do damages to my health or be dangerous for my life." Therefore, although a device deficiency cannot be substantiated, this event is being conservatively filed.